Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately six and a half years after the implant of a transcatheter aortic valve, the patient experienced a heart attack with symptoms including chest pain, pain in the left arm, and shortness of breath. The evolutr device showed a gradient of 25mmhg and an ejection fraction of 35% while the patient was in the hospital. It was noted that during the initial implant of the evolutr, neither a pre-implant nor a post-implant balloon dilation were performed.

Event description:
It was reported that approximately six and a half years after the implant of a transcatheter aortic valve, the patient experienced a heart attack with symptoms including chest pain, pain in the left arm, and shortness of breath. The evolutr device showed a gradient of 25mmhg and an ejection fraction of 35% while the patient was in the hospital. It was noted that during the initial implant of the evolutr, neither a pre-implant nor a post-implant balloon dilation were performed. Additional information was received to report approximately six years, four months following the valve implant procedure, the patient underwent a valve-in-valve replacement. A 26mm evolut fx+ valve was implanted into the degenerated 29mm evolutr valve. Neither a pre-implant nor post-implant balloon dilation was performed. Following valve implant, there was no aortic regurgitation and the aortic stenosis was resolved. Additional information was received to clarify the patient did not have a heart attack, but simply experienced similar symptoms associated with a heart attack. During the hospital admission, the aortic valve stenosis was identified. It was also clarified the patient's aortic gradient was unremarkable. The viv procedure was performed two weeks after the patient presented symptomatically.

Manufacturer narrative:
Corrected data: b5. When supplemental 001 was submitted, information was inadvertently omitted from the report. B5 was updated to include a third paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately six and a half years after the implant of a transcatheter aortic valve, the patient experienced a heart attack with symptoms including chest pain, pain in the left arm, and shortness of breath. The evolutr device showed a gradient of 25mmhg and an ejection fraction of 35% while the patient was in the hospital. It was noted that during the initial implant of the evolutr, neither a pre-implant nor a post-implant balloon dilation were performed. Additional information was received to report approximately six years, four months following the valve implant procedure, the patient underwent a valve-in-valve replacement. A 26mm evolut fx+ valve was implanted into the degenerated 29mm evolutr valve. Neither a pre-implant nor post-implant balloon dilation was performed. Following valve implant, there was no aortic regurgitation and the aortic stenosis was resolved.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Additional codes. An annex f code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.